Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) in the area foreign material remained or not was unknown. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera (etc.) Resulting in humidity invaded lg-lens which led to corrosion. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection the event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Event description:
The customer returned his olympus evis exera ii duodenovideoscope for routine maintenance. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found in the forceps channel and inside the light guide lens. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had undergone insufficient reprocessing. There was foreign material found inside the light guide lens and in the forceps channel. The distal end was found damaged. The unit had several other forms of device wear and tear. Those include but are not limited to material discoloration, material elongation, and material corrosion. If additional information becomes available following the device evaluation, a supplemental report will be filed.